Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: this report describes a male patient in his 50s with severe heart failure due to dilated cardiomyopathy who was transferred from another hospital for advanced management. The impella 5.5 assisted circulation pump catheter was initiated with the intent to support the patient as a bridge to heart transplantation. During the hospital course, the patient developed multiple organ failure, septic shock, and pulmonary hypertension, resulting in prolonged ventilator dependence and difficulty with weaning. The patient experienced significant psychological distress, including insomnia, reduced oral intake, and limited participation in rehabilitation. Multidisciplinary interventions were implemented, including medication optimization, dietary modifications, and adjustment of rehabilitation timing, through coordinated care among multiple healthcare disciplines. Despite limited family visitation, the patient demonstrated gradual mental and physical recovery with continued impella 5.5 support and multidisciplinary management. The patient was successfully weaned from the impella 5.5 device on hospital day 64 and subsequently transferred from the coronary care unit to a general ward. A complication of septic shock associated with disseminated intravascular coagulation occurred, attributed to sepsis due to catheter infection identified on hospital day 18. No device malfunction was reported in association with this event. The impella 5.5 device functioned as intended by providing prolonged hemodynamic support in a patient with severe heart failure due to dilated cardiomyopathy, allowing clinical stabilization and eventual transfer from the intensive care setting. The adverse events of septic shock and disseminated intravascular coagulation were associated with catheter-related infection and were not attributed to malfunction of the impella 5.5 device.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), g2 (is report source literature). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.